Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 6f sheath. Reportedly, an unspecified failure occurred. The sutures of two additional prostyle devices were successfully pre-placed. The sheath was upsized to 15f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. An additional prostyle device was used successfully in a separate access site, there were no issues with this device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The plunger, suture, posterior needle tip, link, and cuffs were not returned. The reported needle to cuff miss and foot entrapment were not confirmed. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4 - lot number e1 - first name and last name h6 - medical device problem code 3190 was removed.

Event description:
Subsequent to the initially filed report, additional information was received:the unspecified failure was a cuff miss [suture-retrieval issue], followed by foot entrapment. The physician was able to wiggle the device out of the patient to continue with the procedure. No additional information was provided.